Event description:
During a routine check of the iabp, the company representative observed that the iabp generated "electrical test failure code #51" (adjusted motor speed out of specification). No patient was involved.

Manufacturer narrative:
The company representative replaced the motor compressor assembly ((B)(4)). In an unrelated repair the company representative replaced the power supply ((B)(4)) the iabp was tested to factory specifications. It functioned normally and it was returned to the customer. The field service representative inadvertently discarded the motor compressor assembly and is not available for further investigation. The device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).